Manufacturer narrative:
This product was received for evaluation and the reported image failure could not be duplicated. Tech services plugged the customer's baton into their monitor and powered it on. The video image was normal, even while twisting and manipulating the cable. The baton had a chipped camera lens, a delaminated shell and needed to be replaced. The monitor's front and back shells were replaced. Additional part used: glidescope avl monitor. Catalog: 0570-0314. Sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the monitor's image would cut in and out during the procedure. A delay in the procedure of unknown duration occurred although use of a back-up device was not reported. No harm to patient or user was reported.